Manufacturer narrative:
Per the tandem user guide: "check your system¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level ranging between 23-24 mg/dl. Customer was treated with dextrose before being admitted to the hospital. Glucose solution was received as treatment while in the hospital. Customer was released the same day with the issue resolved. Customer's parents discovered that the pump's personal profile basal rate had been edited from .14 units per hour to 14 units per hour. Reportedly, the pump had not alerted the patient when the basal rate was changed. Customer reverted to alternate therapy for insulin deliveries.